Manufacturer narrative:
This device has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Chronic high atrial sensing rates, such as for patients with chronic atrial fibrillation, can reduce longevity in devices that are programmed with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing can result in the longevity being lower than expected, as observed with this device.

Event description:
It was reported by the field personnel that the battery of this pacemaker was suspected to be depleting prematurely due to the remaining battery life indicator decreased from 2.5 years to 1 year over a period of six months. Additionally, the patient was recently admitted for follow-up care. During the latest evaluation, atrial tachycardia/atrial fibrillation (at/af) burden increased to 26 percentage, with sustained atrial fibrillation observed during the check. The device was operating in dual pacing, sensing and response mode, which would have continuously sensed atrial fibrillation, likely contributing to a significant reduction in the estimated remaining battery life. Technical services (ts) discussed that increased at/af burden can lead to elevated power consumption and reduced device longevity. No device data was available for analysis at the time, and the field personnel was advised to provide a save disk if further questions arise during the next follow-up. To date, this device remains in service. No adverse patient effects were reported.

Event description:
It was reported by the field personnel that the battery of this pacemaker was suspected to be depleting prematurely due to the remaining battery life indicator decreased from 2.5 years to 1 year over a period of six months. Additionally, the patient was recently admitted for follow-up care. During the latest evaluation, atrial tachycardia/atrial fibrillation (at/af) burden increased to 26 percentage, with sustained atrial fibrillation observed during the check. The device was operating in dual pacing, sensing and response mode, which would have continuously sensed atrial fibrillation, likely contributing to a significant reduction in the estimated remaining battery life. Technical services (ts) discussed that increased at/af burden can lead to elevated power consumption and reduced device longevity. No device data was available for analysis at the time, and the field personnel was advised to provide a save disk if further questions arise during the next follow-up. To date, this device remains in service. No adverse patient effects were reported.